Manufacturer narrative:
Complaint no: (B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.

Event description:
A peritoneal dialysis nurse (pdrn) reported to global pharmacovigilance (gpv) that there were several patients who have had problems with loose transfer sets and did not experience any adverse events. She declined to provide the patients' names and did not know the lot numbers. The nurse declined to provide further information. No additional information was provided.